Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer continued to use pump for insulin therapy.